Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva bag 250ml bag was leaking at the middle port. This event was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between 05/08/2018 - 05/09/2018. The device was received for evaluation leaking in a zip lock bag. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak from the spike port cap at the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.